Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer stated she changed the site this morning with blood glucose of 123mg/dl, forgot to do a step. Customer stated she inserted before the fill tubing and did not notice until after the fill cannula. She gave herself extra insulin and her blood glucose was between 414mg/dl- 473mg/dl. Customer stated she was thirsty and a little bit lethargic. Customer stated she does have a backup plan. Customer stated she stores the vial in the fridge. Advised customer the provided guidelines for storage/usage after vial is open. Customer stated she will treat with a shot, monitor blood glucose and if blood glucose does not lower she will change her set system.